Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed cracks and an orange-blue screen in the center of display when meter powered on. Meter display has a vertical and diagonal crack, orange-blue screen during the simulation test, therefore misinterpretation is possible. Additional finding: iu observed that the protective coating surrounding the meters display screen appears to be peeling. Not locally solved. Failure analysis indicated that the meter lcd was cracked throughout the middle and the crack originates from the bottom right corner causing the display defect. Failure analysis observed compression markings on the housing surrounding the affected area. Due to the condition of the returned meter it has been concluded that the damage did not originate from the manufacturing process, and has been determined to be a result of customer mishandling. Failure analysis indicated that the protective coating surrounding the meters display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. This defect is only cosmetic in nature, and does not affect the functionality or performance of the meter.

Event description:
Caller reported a blue triangle is displayed in the middle of the blood glucose monitoring device's display. Caller stated for blood glucose levels which are higher than 100 mg/dl; it leads to misinterpretation of the result. Caller reported having concern with this issue since (B)(6) 2013. No adverse event occurred. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.